Event description:
Additional information received indicated surgical intervention was undertaken and the device was explanted.

Event description:
New information received indicates that the ipg was explanted on (B)(6) 2019. A new ipg was implanted and the patient reported no more pocket heating.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient has been experiencing discomfort (described as pocket heating) when stimulation is on. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The reported event of pocket heating was not confirmed. At receipt the ipg successfully communicated with lab utilities. It passed all functional testing (bench and autotest) and the increase of surface temperature was within specifications. No root cause was identified for the reported issue.